Event description:
It was reported that a malfunction occurred with a code identified as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the customer with the process. Afterward, the malfunction did not recur, and the customer was informed they could continue using the pump, with the advice to contact support again if further issues arose.